Event description:
It was reported that, "exchange of poly. Sepsis outside of the joint space."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a follow-up report.